Event description:
Event occurred in 2005, where a wanda 5/40mm balloon catheter and the model-transend-18 165-cm guidewire were set and position of the balloon was kept at the distal sheath, but insertion of the guidewire was difficult because the anastomosis of the lesion had stenosis. When the guidewire was crossing the lesion, the top of the guidewire was deformed and time was needed. The physiscian re-shaped the top of the guidewire to straight, after the ballon was advanced to near the anastomosis. Then, the balloon was passed through the artery; after passing through the artery by the guidewire, the balloon was inflated. First inflation was made at 3 atms/30 seconds, 2nd inflation was made at 6 atms/30 seconds, 3rd inflation was made at 3 atms/30 seconds, 4th inflation was made at 6 atms/30 seconds, and 5th inflation was at 10 atms/30 seconds. When the guidewire was pulled out under diorama after checking by x-ray, the top of the guidewire was stuck and broke at the anastomosis portion. The physician did not forcibly pull the guidewire or torque it. A segment of the separated guidewire remained in the patient's body, but was removed successfully. No complications were reported to have occurred with the patient as a result of this event.